Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a red and itchy rash under the lifevest. The rash reportedly resembled a heat rash. The patient was given a prescription pill and an antibiotic soap from his physician. Follow-up indicated that the rash was healing.